Event description:
Boston scientific received information that during the implant procedure of this right atrial (ra) lead difficulty was encountered with the lead sticking together during placement. The physician used a cephalic approach for the lead placement. At one day post implant, it was confirmed that the lead had dislodged. The associated device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted but not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.